Event description:
A pt received an overdose of fluids (d5 normal saline with 20 meq of kcl from an infusion pump). The bag volume was 1000ml and the rate was set to 50 ml. After one hour, the nurse discovered that the pump delivered 500 ml instead of 50 ml. This pump setting was verified through the log history on the device after the incident.